Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited noise due to electromagnetic interference. No intervention was performed. The patient experienced no consequences.